Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Multiple midlines 26g 1.9f leaking at hub. No discernable area on the catheter when inspected. It was reported the patient required intervention. Differing lot numbers. Lot numbers with leaking reported on this patient: 11595437, 1159537, 11554080, 1159537. Ref reports: mw5169934, mw5169935.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there were no samples available for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, the results are inconclusive, and the complaint could not be confirmed. Establishing a root cause and appropriate corrective action for the reported issue is not possible. Additional information provided in h.6. And h.11.